Event description:
The caller reported there was a slow leak and the cuff would deflate by the morning after adding air into the cuff at night. The caller stated that the cuff was pre-tested and did not know the lot number. The tracheostomy tube is still in the pt and reportedly will be changed out this week. Further information is pending.

Manufacturer narrative:
No sample is expected to be returned for evaluation. Without the actual complaint sample being returned and the lot number of the product a full investigation cannot be carried out. If the sample is received at a later date and/or if significant information becomes available related to this report, a summary will be provided in a supplemental report.